Event description:
Pt had a c5/6 and c6/7 acdf on 7/21/95 for severe left cervical radiculopathy. He developed recurrent symptoms of neck and left arm pain with tingling in the left thumb requiring anterior cervical disectomy and fusion c6/7, with use of bone from left iliac crest. Home with neck brace - no lifting.